Event description:
The customer reported the device displayed an error code 01000 defib failure.

Manufacturer narrative:
(B)(4): the customer reported the device displayed an error code 01000 defib failure. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.